Manufacturer narrative:
The lens was returned in a small plastic vial without the original packaging. The part number and lot number could not be verified or determined. The lens optic is intact and both haptics are attached and undamaged. The optic has a cloudy white appearance and some areas with an orange peel appearance. An alizarin red s chemical stain test was performed, confirming the presence of calcium on the lens. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the information provided, the exact root cause for this event could not be determined.

Manufacturer narrative:
Hydroview has been discontinued and is no longer manufactured by bausch + lomb. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens will be explanted on (B)(6) 2016 due to calcification . The date of implant was year of 2000. The lot number has not been provided; therefore it cannot be determined if this is a hydroview 1.0 lens.

Manufacturer narrative:
The lens was not returned for evaluation; therefore it is not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. Previous analyses performed on opacified hydroview 1.0 lenses have determined that the opacification of the lenses was due to calcification. The cause of the calification phenomenon is multi-factoral. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or current diseases). By definition it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification referring to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed.